Event description:
It was reported that prior to device implant procedure, backup vvi mode was observed on the device. No patient was involved and device reset issue was observed during device interrogation prior to the implant procedure. Device was not implanted and not restored. Device was put on a hold code. No further information available.

Manufacturer narrative:
The reported event of backup vvi was confirmed in the laboratory. The cause of the reset was due to an uncorrectable parity error. The cause of the error was not determined.